Event description:
It was reported that the personal therapy manager had been displaying the error code ¿8532¿ for stopped pump duration may exceed tube set for a couple of days. The patient was not hearing an alarm and had not had a refill recently. It was indicated that the patient was scheduled to have the pump replaced on the day following report, though no further details were given about the surgery. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8832, serial# (B)(4), product type: programmer, patient. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8590-1, lot# n061325, implanted: (B)(6) 2006, product type: accessory. (B)(4).